Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery cap contact. Device was tested with a good battery cap and had normal operating currents and no blank display during testing. No damage found on the lcd isolation tape noted. No alarm kept going off and no faded screen during testing. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump kept having a battery alarm. She changed the battery and the screen went blank three times. The customer stated she woke up and had a failed battery test alarm. She had tries multiple batteries but the screen had faded and the display was blank. The insulin pump does not have physical damage and was not exposed to moisture. The contacts on the battery cap are not missing or damaged and the battery compartment is not damaged or corroded. Customer was advised to insert a new battery; the display did not return. Customer was instructed to remove the battery for 10 minutes, clean the battery cap and reinsert the battery; the display did not return. Blood glucose value was 181 mg/dl. The insulin pump was replaced and returned for analysis.